Event description:
It was reported by the affiliate that the h3tuv was used during a laparoscopic radical operation of carcinoma of the rectum. The blade did not work during the operation. The blade was changed and it still did not work. The abdominal cavity was opened. The device will be returned for analysis.